Event description:
It was reported that the balloon ruptured. A 06/3.50 flextome cutting balloon was selected for use in the moderate-highly calcified coronary lesion. During procedure, when the physician performed pre-dilation by the balloon, the device was burst under the rated burst pressure. A second dilation was performed by a different balloon followed by insertion of another cutting balloon to implant the stent successfully. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the balloon ruptured. A 06/3.50 flextome cutting balloon was selected for use in the moderate-highly calcified coronary lesion. During procedure, when the physician performed pre-dilation by the balloon, the device was burst under the rated burst pressure. A second dilation was performed by a different balloon followed by insertion of another cutting balloon to implant the stent successfully. No patient complications were reported and the patient was stable post procedure. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure. The balloon was inflated to its rate of burst pressure of 12atm without issue. A vacuum was then applied. The inflation device was verified at 12atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.